Manufacturer narrative:
Testing was performed at alere (B)(4) on retained device lot 905495 associated with kit lot e05496 with presumed negative urine samples and low positive controls. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 905495 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative related to lot number 905495 showed no similar complaints. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a few cases in which pneumococcus was present in the blood culture but the alere binaxnow streptococcus pneumoniae antigen card test was negative. The date or dates occurence and the exact number of patients or tests involved is unknown. There is insufficient information to determine if a malfunction occurred. The sample type and patient(s) outcome are unknown. In a worst case scenario the false negative results could have occurred in cerebral spinal fluid (csf). A false negative result may cause a delay in the patient receiving appropriate therapy. As meningitis is a serious, lifethreatening condition delays in treatment may have severe consequences; therefore, this is a reportable event. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).